Manufacturer narrative:
Updated event description with addtional information.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient presented with a penetrating aortic ulcer within the thoracic aorta that was treated with a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2016, a circumferential hematoma within the thoracic aorta was discovered. On (B)(6) 2016, two additional gore® tag® thoracic endoprosthesis were implanted proximal and distal to the first device to treat the expansion of the penetrating ulcer and to control the hematoma. Imaging evaluation results, based on follow up angiography images performed 48h after the reintervention, were provided to gore. The evaluation from the hospital states that no endoleak and good coverage of both ulcerations was observed. Additionally extension of the intramural hematoma from the origin of the descending thoracic aorta towards the ascending thoracic aorta was monitored. Reportedly the diameter of the remaining hematoma is 7mm with no pericardial effusion. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
UDI: (B)(4). The review of the (manufacturing, sterilization, packaging, boxing) paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient underwent treatment of a penetrating aortic ulcer in the thoracic aorta with a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2016, a circumferential hematoma within the thoracic aorta was discovered. On (B)(6) 2016, two additional gore® tag® thoracic endoprosthesis were implanted proximal to the first device to treat the expansion of the ulcer. Reportedly the hematoma was also resolved with the implantation of the additional stents it was able to recuperate. The patient tolerated the procedure.